Event description:
It was reported that when the hand piece is connected there is an air leak. Checked both parts with another hand piece and determined the leak is from the hand piece. Occurred before surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: review of the most recent repair record determined the hose was producing hissing sounds prior to the dermatome being returned for repairs; however, the repair was not completed because the hose was not returned with the dermatome. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.